Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the clinicians will have occlusion alarms. Clinicians report that switching out the unit will solve the issue. This was generalized feedback reported to manufacturer representatives during site visit. No specific events were reported, no devices will be sent for evaluation. There was patient involvement but no harm.